Manufacturer narrative:
E2, e3- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon ¿no image¿ was reproduced. It was determined that it occurred due to faulty printed circuit (bi) board. Additionally, the phenomenon, ¿power supply is showing sign of overheating¿ was confirmed. It occurred due to a faulty power supply unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of no image was confirmed which was due to a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition lcd monitor had no image on the monitor screen. The issue occurred during preparation for use. There were no reports of patient harm.